Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2007. It was reported that she recently underwent neck surgery; however, since that time, she allegedly is only able to feel stimulation when she looks down. A physician will be contacted for further eval.